Event description:
Despite of its correct fixing during dialysis the suture wing of the catheter let off. No iodine was used. The pt lost a considerable amount of blood. The pt has recovered. Flow was 250ml/min. Pressures have been normal, within the normal limits.